Event description:
Pt in or for right hip arthroplasty. Surgeon injected cement into the femoral canal and noted cement was not "setting up" correctly. He noted the curing time was prolonged. When surgeon attempted to place prosthesis, the cement inside the canal had hardened, narrowing the canal and thus unable to fit prosthesis. Pt required cement removal (revision of prosthesis) & reimplant. It was noted that during this process, the pt developed a crack along the greater trochanter.